Event description:
When staff were attempting to administer a vaccine, it was noted that the vaccine was leaking around the twist part where the needle connected to the syringe. Another staff member looked at the setup and determine it was appropriate.